Event description:
Customer reported receiving ¿hi/lo¿ with different values on his adc freestyle libre sensor receiving ¿hi/lo¿ with different values compared to competitor meter. No comparative readings were provided however on (B)(6) 2019 , the customer experienced unspecified hypoglycemia symptoms and subsequently lost consciousness. An ambulance was called and the customer was transported to the hospital and while in transit, the customer gained consciousness. The customer was diagnosed with hypoglycemia and treated with the infusion. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.if the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving ¿hi/lo¿ with different values on his adc freestyle libre sensor receiving ¿hi/lo¿ with different values compared to competitor meter. No comparative readings were provided however on (B)(6) 2019, the customer experienced unspecified hypoglycemia symptoms and subsequently lost consciousness. An ambulance was called and the customer was transported to the hospital and while in transit, the customer gained consciousness. The customer was diagnosed with hypoglycemia and treated with the infusion. No further treatment was reported. There was no report of death or permanent injury associated with this event.